Manufacturer narrative:
G4:12mar2021. B4:16mar2021. The field service engineer (fse) confirmed the reported problem and the ventilator would not turn on. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 01 dec 2020.

Event description:
The customer reported the ventilator won't shut off, blank screen, and screen is messed up. There was no patient involvement.